Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: 10mm/130 deg ti cann tfna 380mm/left ¿ sterile (part# 04.037.059s, lot# h512927, qty# 1) was returned and received at us cq. Upon visual inspection at cq, it is observed that the device was broken near the proximal end across the hole for fenestrated screw. Few broken fragments were not returned at cq. There were severe nicks observed near the broken location. Some discoloration was observed all over the body. Thus, the complaint is being confirmed. No drill marks were observed near the broken location. The complaint is being confirmed for 10mm/130 deg ti cann tfna 380mm/left ¿ sterile (part# 04.037.059s, lot# h512927) as the device was broken near the proximal end across the hole for fenestrated screw. While a definitive root cause could not be identified for the reported problem, it is possible that the device might have encountered unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot ==> part # 04.037.059s. Synthes lot # h512927. Supplier lot # na. Release to warehouse date: 05 dec 2017 . Expiration date: 31 oct 2027 . Manufactured by synthes monument no ncr's were generated during production. Device history review : review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient had a lag screw in need of replacement with a short lag screw. It was found that the nail was broken at the level of the lag screw. The nail was removed and the nail, lag screw and locking screw were replaced. The procedure was successfully completed without surgical delay. There was no patient consequence. Concomitant device reported: unknown locking screw (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) 10mm/130 deg ti cann tfna 380mm/left - sterile. This is report 1 of 2 for (B)(4).